Manufacturer narrative:
Approximate age of device ¿ 6 years and 9 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after over 6 years of support, a tear in the driveline insulation was present, which the patient attempted to fix with duct tape, the patient reported several unspecified alarms beeping with no additional information provided. When connected to the system monitor, no hazard alarms were seen. An echocardiogram was normal. The system controller log file showed no pump related issues. The driveline tear was repaired using a self-fusing silicone tape that is airtight and watertight as recommended. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation results: the reported cosmetic damage to the driveline¿s silicone sleeve was confirmed via a photograph provided by the account; however, the reported low flow alarm could not be confirmed as no log files were submitted for evaluation. The heartmate ii lvas IFU addresses damage due to wear and fatigue of the driveline. This document explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU and heartmate ii lvas patient handbook include driveline care instructions. These documents also provide information that covers all visual/audio alarms and what action(s) should be performed when they occur. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on this event.